Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test returning a pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that battery keep on depleting every 3-4 days. Customer¿s blood glucose level was unknown. The device will be returned for analysis.